Event description:
The customer reported that when doing a noise reduction, the image gets worse and has lots of motion. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended. (B)(4).